Manufacturer narrative:
.

Event description:
Initially it was reported that the patient was seeking a prophylactic replacement on (B)(6) 2015. The surgery occurred on (B)(6) 2015 to replace a generator whose battery was at end of service. Clinic notes were then received from the surgeon's office indicting that the generator was non functioning at the time of explant. No other clarifications were given. The facility at which the explant occurred disposed of the device and thus no product is expected to be returned for product analysis. The physician has passed away and no other relevant information has been received to date.